Manufacturer narrative:
Investigation summary: one used primary set, model 2426-0007, was received by the customer for investigation. Upon visual inspection, it could be observed that the tubing had disconnected from the male luer. The expected male luer was not returned with the set. No other defects were observed. The customer's complaint that the infusion set tubing snapped/broke off at connector was verified. A device history record review for model 2426-0007 lot number 21059024 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the returned tubing. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Investigation conclusion: visual inspection under magnification was performed on the returned tubing. It could be identified that the solvent had not been properly applied to the tubing during the assembly process.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: it was reported that the "bd alaris pump infusion set tubing snapped/broke off at connector".